Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a pwd (patient with diabetes) experienced leaking from the infusion site, and the cannula had been bent, preventing insulin which affected insulin delivery. The pwd reported that the issue was resolved after changing the infusion site. The event occurred while the device was in use with the patient.

Manufacturer narrative:
A2, a3a, a4, a5, a6 were updated. D3 was updated. H6 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.